Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with dialysis catheter. The customer states that the catheter developed a tear in the catheter while on crrt. The clinician said that the dialysis machine read circuit was clotted, so while he was dealing with the machine he looked up and blood was leaking from the extension tubing. The catheter needed to be switched out with a new one.

Manufacturer narrative:
The returned product sample consisted of one mahurkar tlc cdc+ ce tray 12fx16 catheter. After visual inspection, a hole could be appreciated on the arterial curved extension. During underwater test (functional test), bubbles were detected coming out from the lumen which corresponds to the arterial extension. No lot number was provided, therefore, it is not possible to perform a DHR review. More information was requested to the customer and no additional evidence was provided for this analysis. This defect has been confirmed. Based on the available information, the most probable root cause can be considered as misuse (over bending, excessive force, etc.) It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.